Manufacturer narrative:
The subject maj-1911 has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject maj-1911 to determine the cause of this phenomenon when omsc receives it. Maj-1911 instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During polypectomy using the maj-1911, the part of the endoscopic image on the monitor disappeared. There was no problem outside the frame of the endoscopic image, such as character display. The user replaced the subject maj-1911 with another similar device and completed the procedure. When a reproduction test was conducted in another room, noise started to appear on the endoscopic image around 15 seconds after the connection to the endoscope and vertical lines appeared within 30 seconds over the whole endoscopic image. When the endoscope connected to the subject maj-1911 was the gif-q260 and the gif-q260j, this malfunction occurred. When the endoscope was the gif-xp260ns, this malfunction did not occur. There was no report of the patient¿s injury regarding this event other than the replacement of the subject device.

Manufacturer narrative:
This is a supplemental report to MFR report #8010047-2018¿00595. The subject maj-1911 was returned to olympus medical systems corp. (Omsc). The subject maj-1911, the cv-290 (omsc asset), the clv-290sl (omsc asset), the gif-h260 (omsc asset), and the oev262h (omsc asset) were connected to check the operation of the devices. The reported malfunction was not reproduced. Other malfunctions than the reported phenomenon did not occur as well. The subject maj-1911 functioned normally and there were no abnormalities on the endoscopic image. The subject maj-1911 conformed to the specifications. There was a white substance adhered on the connector of the subject maj-1911 on the scope side, so some kind of chemical solution may have intruded from the coupling part between the endoscope and the scope cable. Omsc performed an investigation on the subject maj-1911; however, no malfunction was reproduced, thus the exact cause of the reported phenomenon has not been identified. The subject maj-1911 may have had a foreign substance such as chemical solution, which causes a temporary conduction failure or short circuit on the coupling part, resulting in the malfunction of the endoscope image.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".